Event description:
It was reported that revision surgery under general anesthesia was required due to the breakage of two pins after an unspecified amount of time. The two pins broke while the patient was walking.